Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/27/2020. Corrected information: d3, g1, g2. Additional information: d10, h6. Additional h3 investigation summary: it was reported pull off - suture needle. One used open sample of product code sxpp1a301, lot pgm932 was received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number pgm932, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a spinal fusion surgery on (B)(6) 2020 and the barbed suture was used. During surgery, the barbed suture came off the needle during use, so it could not be used further. It was not a control release needle. There were no patient consequences reported.